Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The reporter alleged that a button on the infusion device was defective. The caller alleged that she can't confirm the cartridge change and the device remains on the cartridge change menu screen. The patient experienced elevated blood glucose levels of 500 mg/dl and went to the hospital. At the hospital the patient was treated with insulin injections. The patient was discharged from the hospital approximately 2 hours later. The alleged product was requested to be returned for product evaluation.